Event description:
The customer states that over the past few weeks discrepant patient results have been generated by the architect c8000 calcium assay. The customer gave an example of an initial result of 3.8 mg/dl that retested at 7.4 mg/dl. No further patient results or information is available. The customer is requesting a service call. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). All manufacturers/date received by manufacturer: correct from (B)(4) 2007 to (B)(4) 2007; typographical error.

Manufacturer narrative:
The field service representative (fsr) was dispatched to inspect the instrument. The text states the cuvette washer was cleaned due to the acid wash nozzle three being plugged. The field service representative flushed the water lines and performed a ten replicate precision run. The text states the customer ran multiple levels of control for several assays, which were within acceptable limits. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the clinical chemistry calcium reagent package insert in the sections addressing specimen collection and handling and reagent handling and storage. Also, the abbott architect system operations manual ((pn 201837-104) june, 2007) addresses the issue under section 7, operational precautions and limitations, requirements for handling consumables and limitations of result interpretation; section 9, service and maintenance; and, section 10 troubleshooting and diagnostics - observed problems, erratic results, poor precision - photometric results (c system). This is a final report.